Manufacturer narrative:
(B)(4). The customer reported the device failed the self test. The local philips rep evaluated the device, confirmed this issue, and clarified that this was a battery detection failure during the self test. There was no pt involvement. Replacing the battery pca resolved the problem.

Event description:
The customer reported the device failed the self test. There was no pt involvement. Replacing the battery pca resolved the problem.